Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/30/2016 with the following findings: the battery cap was undamaged and was able to fit securely to the pump. The pump powered on with intact auditory and vibratory features to a blank screen. Investigators were unable to adequately investigate the reported ¿no power¿ complaint due to blank screen issue. The pump¿s cover was removed and a u22 eeprom was found to be cracked. Technical analysis revealed that the eeprom failure was responsible for the blank display issue. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.